Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause the battery to flash red when connected to a battery charger. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit (ic). The reported battery not charging could not be confirmed; however, the high max error might be what the patient experienced during the reported event. The most likely root cause of the reported event can be attributed to a battery that is out of calibration. The most likely root cause of the max error unable to be reset during testing event can be attributed to a faulty integrated circuit. An internal investigation investigated battery main integrated circuit malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a blinking red light. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.